Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the screen was scratched and difficult to read. The customer states they ran into a wall and scuffed up the screen. The customer states it can only be read in a specific angle. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised that the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window.